Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23 (post-reset ram crc alarm), pump error 15 (the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error 23 and the customer was able to clear the error and completed the rewind process. Troubleshooting was performed for pump error 15 and the customer was able to clear the error but did not receive request to rewind pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 requested for return and the customer response was that the device will be return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test and displacement test. No pump error 15 or 23 alarms noted during testing. Unit successfully downloaded to thump. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 1216 1216 1216 file number 38 709 709 709) on 07/14/2025 08:50:09.000, problem isolated to the electronic assembly as per global logic analysis. Verified the pump alarmed pump error 23 after battery removal on 07/14/2025 08:50:11.000 in pump downloaded history. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay. ¿test sc1 cap and reservoir locked properly into reservoir compartment during testing. Pump passed all required testing, and no pump error 23 or pump error 15 noted during analysis. Pump error 23 not confirmed. The formatted history file confirmed the pump alarmed pump error 15, problem isolated to moisture damage to electronic assembly pcb1 and pcb 2. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.